Manufacturer narrative:
Add'l info will be submitted once the quality investigation is completed.

Event description:
A tps handpiece cord was sent for service and bias current was experienced during performance testing. No adverse event was associated with the device.